Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 317 mg/dl and the meter bg reading was 57 mg/dl. Customer did not take any action to address bg level at the time of the report to tandem technical support (cts). System check with cts did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.